Manufacturer narrative:
(B)(4). According to available information, this device remains in service and the lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead received twelve inappropriate shocks due to oversensing atrial flutter. This lead had dislodged into the right atrium. The inappropriate shocks led to therapy exhaustion. A revision procedure was performed. The lead was successfully repositioned. Post reposition, the lead appeared to be functioning appropriately. No adverse patient effects were reported.